Event description:
On (B)(6) 2009, the pt reported the up and down buttons on his insulin infusion device do not properly respond to presses. He stated, he first discovered this 2-3 months ago while attempting to bolus insulin. He said each time, he experiences this issue, he turns his infusion device off then back on or he removes the battery and then reinserts it. He said, his device has not been dropped or exposed to water but has been exposed to dirt. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.